Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing of ventricular fibrillation (vf) episode on the right ventricular (rv) lead. The device was reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.